Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the incision site following an implant procedure. The patient was hospitalized and was provided with IV antibiotics. The patient has been discharged and there have been no further reports of complications.

Manufacturer narrative:
The purpose of this follow-up report is to correct the original date of the initial report. The original date of the initial report should be october 19, 2017, but was reported as october 17, 2017.